Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Event description:
It was reported that during an nkv-330 ventilator evaluation, the hospital placed the patient on the nkv-330 ventilator. The patient stated that he was uncomfortable and unable to take a deep breath. The user noticed that the ventilator showed continued "double breaths"(auto triggering). The user made several ventilator adjustments over 5-10 minutes to eliminate the "double breath" (auto trigger) and help the patient feel more comfortable. The user could not accomplish this and placed the patient on another ventilator. There was no harm to the patient; the ventilator continued to ventilate the patient at all times, and there were no alarms.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.